Manufacturer narrative:
H.6. Investigation summary: customer returned three (3) used 32gx4mm bd pen needles without inner shields or tear drop labels attached. Consumer reported pen needle clogged and does not attach. All three pen needles were examined, and it was observed that all three exhibited bent non-patient end (npe) cannulas. No evidence of manufacturing defect was observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the user would think the pen needles were clogged (as reported). Also, the bent npe cannulas would be the cause for not being able to attach/detach the pen needles as intended due to the bent npe cannula interfering with the threads. Since all three pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (bent cannula). User error. No evidence of manufacturing related issues were observed on the returned samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10.

Event description:
It was reported that 4 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were unable to deliver insulin. The following information was provided by the initial reporter: "consumer reported pen needle clogged and does not attach. Consumer reported difficulty attaching one pen needle to her insulin pen. Stated the needle just kept turning and turning and wouldn't attach. Stated she had 4 pen needles that did not release insulin during her priming. Stated she discarded 2 of the pen needle samples and saved 3 of them."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd ultra-fine¿ nano¿ pen needles 4 mm (5/32¿) 32 g were unable to deliver insulin. The following information was provided by the initial reporter: "consumer reported pen needle clogged and does not attach consumer reported difficulty attaching one pen needle to her insulin pen. Stated the needle just kept turning and turning and wouldn't attach. Stated she had 4 pen needles that did not release insulin during her priming. Stated she discarded 2 of the pen needle samples and saved 3 of them."